Event description:
This spontaneous case report from a consumer in the united states was identified on 02-nov-2015 during monitoring of postings on FDA hosted docket website which had been established in preparation of a public FDA advisory committee meeting taking place in sep-2015 (case# (B)(4)). The report refers to the reporter herself a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted in the spring of 2010. About a year later, she began experiencing several unexplained symptoms that led her to many doctors over the past years. She had suffered from recurrent uti's, bladder issues, menstrual issues, breast issues that she had to undergo 3 diagnostic mammograms, she was told at one point that she had cervical cancer which led to testing, body aches, fatigue, bloating, bowel issues, brain fog, anxiety, hypoglycemia, adrenal fatigue, metal allergy, heart palpitations, hair loss, insomnia, weight gain. She considered the events related to essure. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow up 13-jun-2016: legal claim was received from lawyer on behalf of plaintiff. Date of birth was added. Essure was inserted on (B)(6) 2010. Shortly after undergoing the essure procedure, an hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, dental problems, excessive hair loss, and excessive rashes on her back. She has never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from multiple physicians but was unable to resolve her symptoms. On or around (B)(6) 2016 plaintiff underwent a hysterectomy to have the essure coils removed. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, presented severe and chronic pelvic pain. The plaintiff underwent a hysterectomy to have the essure coils removed. This event is listed in the reference safety information for essure. Abdominal, pelvic and chronic pain may occur during essure use. Considering the events nature and the absence of alternative explanation, causal relationship between this event and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Based on the available information, there is no relationship between the reported event and a quality defect further information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 12-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 02-nov-2015. The most recent information was received on 01-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("suffered from recurrent uti's,"), bladder disorder ("bladder issues") and menstrual disorder ("menstrual issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast disorder female ("breast issues - had to undergo 3 diagnostic mammograms"), pain ("body aches"), fatigue ("fatigue"), abdominal distension ("bloating / abdominal bloating"), gastrointestinal disorder ("bowel issues"), feeling abnormal ("brain fog"), anxiety ("anxiety"), hypoglycaemia ("hypoglycemia"), adrenal insufficiency ("adrenal fatigue"), allergy to metals ("metal allergy"), palpitations ("heart palpitations"), the first episode of alopecia ("hair loss"), insomnia ("insomnia"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth fracture ("dental problems/ tooth fracture, filling fall out"), the second episode of alopecia ("excessive hair loss"), rash ("excessive rashes on her back"), joint noise ("hip joint would make popping or clicking noise"), hyperaesthesia teeth ("very sensitive teeth on and off") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain") and cervix carcinoma ("I was told at one point that I had cervical cancer"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, tooth fracture, the last episode of alopecia, rash, hyperaesthesia teeth and dry mouth outcome was unknown and the urinary tract infection, bladder disorder, menstrual disorder, breast disorder female, pain, fatigue, abdominal distension, gastrointestinal disorder, feeling abnormal, anxiety, hypoglycaemia, adrenal insufficiency, allergy to metals, palpitations, insomnia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, adrenal insufficiency, allergy to metals, anxiety, back pain, bladder disorder, breast disorder female, cervix carcinoma, dry mouth, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hyperaesthesia teeth, hypoglycaemia, insomnia, joint noise, menorrhagia, menstrual disorder, pain, palpitations, pelvic discomfort, pelvic pain, rash, tooth fracture, urinary tract infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or other is not possible. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 02-nov-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("suffered from recurrent uti's"), bladder disorder ("bladder issues") and menstrual disorder ("menstrual issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast disorder female ("breast issues - had to undergo 3 diagnostic mammograms"), pain ("body aches"), fatigue ("fatigue"), abdominal distension ("bloating / abdominal bloating"), gastrointestinal disorder ("bowel issues"), feeling abnormal ("brain fog"), anxiety ("anxiety"), hypoglycaemia ("hypoglycemia"), adrenal insufficiency ("adrenal fatigue"), allergy to metals ("metal allergy"), palpitations ("heart palpitations"), the first episode of alopecia ("hair loss"), insomnia ("insomnia"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth disorder ("dental problems"), the second episode of alopecia ("excessive hair loss"), rash ("excessive rashes on her back") and joint noise ("hip joint would make popping or clicking noise") and was found to have weight increased ("weight gain") and cervix carcinoma ("I was told at one point that I had cervical cancer"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, tooth disorder, the last episode of alopecia and rash outcome was unknown and the urinary tract infection, bladder disorder, menstrual disorder, breast disorder female, pain, fatigue, abdominal distension, gastrointestinal disorder, feeling abnormal, anxiety, hypoglycaemia, adrenal insufficiency, allergy to metals, palpitations, insomnia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, adrenal insufficiency, allergy to metals, anxiety, back pain, bladder disorder, breast disorder female, cervix carcinoma, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hypoglycaemia, insomnia, joint noise, menorrhagia, menstrual disorder, pain, palpitations, pelvic discomfort, pelvic pain, rash, tooth disorder, urinary tract infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer or other is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : new event 'hip disorder' added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced urinary tract infection ("suffered from recurrent uti's,"), bladder disorder ("bladder issues") and menstrual disorder ("menstrual issues"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast disorder female ("breast issues - had to undergo 3 diagnostic mammograms"), pain ("body aches"), fatigue ("fatigue"), abdominal distension ("bloating / abdominal bloating"), gastrointestinal disorder ("bowel issues"), feeling abnormal ("brain fog"), anxiety ("anxiety"), hypoglycaemia ("hypoglycemia"), adrenal insufficiency ("adrenal fatigue"), allergy to metals ("metal allergy"), palpitations ("heart palpitations"), the first episode of alopecia ("hair loss"), insomnia ("insomnia"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), tooth fracture ("dental problems/ tooth fracture, filling fall out"), the second episode of alopecia ("excessive hair loss"), rash ("excessive rashes on her back"), joint noise ("hip joint would make popping or clicking noise"), hyperaesthesia teeth ("very sensitive teeth on and off") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain") and cervix carcinoma ("I was told at one point that I had cervical cancer"). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, tooth fracture, the last episode of alopecia, rash, hyperaesthesia teeth and dry mouth outcome was unknown and the urinary tract infection, bladder disorder, menstrual disorder, breast disorder female, pain, fatigue, abdominal distension, gastrointestinal disorder, feeling abnormal, anxiety, hypoglycaemia, adrenal insufficiency, allergy to metals, palpitations, insomnia and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, adrenal insufficiency, allergy to metals, anxiety, back pain, bladder disorder, breast disorder female, cervix carcinoma, dry mouth, dyspareunia, fatigue, feeling abnormal, gastrointestinal disorder, hyperaesthesia teeth, hypoglycaemia, insomnia, joint noise, menorrhagia, menstrual disorder, pain, palpitations, pelvic discomfort, pelvic pain, rash, tooth fracture, urinary tract infection, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer or other is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: previously reported event- tooth disorder was replaced with specific event tooth fracture, newly added events- sensitivity of teeth, dry mouth, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.